Event description:
Pt was admitted for arthroplasty of right knee. Prior to the start of surgery and after induction of anesthesia, it was noted the the anesthesia machine was not ventilating the pt. Manual respirations with ambu bag were conducted. The crna checked the entire unit and discovered that the co2 absorber was occluded by the orange protective cover. The entire cover did not come off the absorber and was not noticed by anesthesia tech when placing the abaorber on the machine. The unit passed the routine leak tests prior to use. The absorber fit on the unit with the cover in place but blocked one of the connections. A new co2 absorber was obtained and surgical procedure continued with no apparent pt harm.